Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. Although it was alleged that the fiber had been damaged prior to use, analysis did identify devitrification and debris adhesion during technical analysis suggesting fiber usage. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that upon opening the fiber, it was already not in the axis; therefore, it could not be used. A second fiber was used to complete the procedure with no clinical consequences to the patient. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture with the potential for forward firing.